Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis was noted. In 2004, the patient had an acute myocardial infarction and had undergone stenting of the lad lesion (description-b7) following predilation with a crosssail balloon. The taxus express2 2.75 x 32 mm drug eluting stent was deployed at 16 atms for 30 seconds. The intervention was considered successful; reducing the stenosis to 0%; timi iii flow was reported. No anticoagulants/platelet inhibitors were administered during the procedure. No complications were noted. Two days later, the patient returned to the cath lab in cardiogenic shock and was found to have thrombosis in the taxus stent previously deployed in the proximal lad, with timi flow=0 noted. There was evidence of thrombus and spasm in the mid and distal lad. The proximal lad was dilated twice with a powersail balloon and a taxus express2 2.75 x 12 mm drug eluting stent was deployed at 11 atms for 60 seconds and postdilated. A taxus express2 2.5 x 12 mm drug eluting stent was deployed in the mid-lad at 12 atms for 79 seconds and was then postdilated. The patient was given reopro and heparin for platelet inhibition and anticoagulation during this procedure. Pt was also given amiodarone for ventricular ectopy and nipride for "sluggish flow." No complications were noted. It is unknown what medications were given post procedure. The patient underwent another intervention three days later due to congestive heart failure, which was felt to possibly be ischemic in nature. During this intervention, it was noted that the proximal-mid lad stents were widely patent with timi iii flow distally. Following predilation, the patient was treated with a cypher drug eluting stent in the proximal-mid rca lesion which was now noted to be 85% stenotic. Heparin was administered during this procedure. No complications were noted. Three days later, the patient returned to the cath lab and was found to have thrombosis in the previously stented proximal lad and the proximal rca. The patient was treated with predilation of the proximal lad with a crosssail balloon and deployment of a taxus express2 2.5 x 12 mm drug eluting stent at 11 atms for 70 seconds, followed by postdilation of the taxus stent. An intimal dissection was noted in the mid-lad prior to placement of the 2nd taxus stent in the mid-lad; the cause of this dissection or when it occurred are unknown. The mid-rca was predilated and 2 zeta multilink stents were deployed followed by postdilation. The patient was given reopro and heparin during this procedure. There was no significant residual following the treatment. No complications were noted. The patient subsequently expired a week later. The physician was "very suspicious of coagulopathy." Same case as MFR's #: 6000089-2004-00519, 6000089-2004-00520 and 6000089-2004-00521.